Manufacturer narrative:
An evaluation was performed on the returned device. The returned device shows regular use during its 12+ year lifespan, with numerous scratches and hammer marks on the body. The device is functional, but three of the four pins holding the gold cap on are missing. There have been three design/drawing updates since the device was manufactured. This complaint is confirmed, and is the result of both the design coupled with wear. The current drawing was reviewed and no drawing issues or discrepancies were noted. A design change was made to increase the retention of the pins on the gold cap. The design has been updated and the current design is adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting a trochanteric fixation nail (tfn) set back together in sterile processing it was discovered that the aiming arm was missing 3 of the 4 screw like devices that hold the gold ring onto the black portion of the instrument. This event occurred outside of the operating room and did not involve a patient or delay any pending surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history record indicates there were no relevant issues during manufacturing which could have caused or contributed to this complaint. All other records indicate the part was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.